Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had received change battery alarm and failed in self test. Customer stated insulin pump was exposed to moisture and had a crack. The insulin pump was dropped on floor. The battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer complained on (B)(6) 2021 the insulin pump alarmed replace battery now after moisture exposure. Complained the battery compartment is cracked. Device received with a frozen display with flashing medtronic logo. Reset the insulin pump three times to determine flashing medtronic logo is permanent. Frozen display with flashing medtronic logo was due to moisture damage to the 80 pin connector, j2 on the electrical 2 board. Cleaned j2 connector with alcohol and no effect. Found moisture damage to motor assembly, electrical 1 board and electrical 2 board during visual inspection. Unable to download or verify replace battery now alarm due to frozen display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Device received with a frozen display with flashing medtronic logo due to moisture damage to the 80 pin connector, j2 on the electrical 2 board. Unable to download or verify replace battery now alarm due to frozen display. Confirmed moisture damage to motor assembly, electrical 1 board and electrical 2 board during visual inspection. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.